Event description:
Device malfunction: none. Symptoms/ae: occlusion, neurological deficit, stroke. Time of symptoms: after the procedure. It was reported that in 2006, the pt was admitted to the hosp and underwent a right internal carotid artery (rica) stenting procedure. Per carotid duplex ultrasound, the rica stent was patent. The next day, the pt was discharged from the hosp to home. The following day, patient called site to report "gray spot" in right eye which the pt reported started before discharge. The pt went for an ophthalmological eval and testing and she was told by retinal specialist that a branch of her retinal artery was occluded. Pt's condition continues to improve. There is no additional info available.